Event description:
Pt bradycardia in 30's. Pads applied. Monitor pictured rhythm +/- 60. Pt had femoral pulse in 30's. Over bed monitor had rhythm/rate of 30's. Anterior pad became loose. Md states pads were too dry. Replaced pads. Capture now better but still sporadic. Pt began to respond to chemicals after epinephrine given (no response to the atropine). When defibrillator was firing, the pt's muscles at axillary and lateral chest were seen to respond by contracting, but no increase in femoral pulse. The pads rptr used to replace the 1st ones were out of the same box and lot#.